Manufacturer narrative:
The information provided for the date of this report was incorrect with the initial medwatch report. The correct date had been updated with this report.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No motor error alarm. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not occur. The insulin pump will be returned for analysis.